Event description:
Reporter reported that during a diagnostic procedure what was described as a pyramid of white light appeared on the video monitor, and was then followed by a loss of image. The patient was then moved from the initial examination room to another to complete the procedure. The procedure was successfully completed with a different set of equipment in the other room. Following the procedure, the hospital biomedical engineer isolated the difficulty to the video processor. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's experience, and the device passed all functional tests, including extended operation. The cause of the user's experience cannot be determined. This report is being filed as an MDR in an abundance of caution.